Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corrosion on keypad traces. Insulin pump received with minor scratches on display window, cracked battery tube threads, broken reservoir tube lip and cracked display window corner.

Event description:
It was reported by the customer that the buttons on the insulin pump were not working properly. Advised insulin pump would be replaced. No additional information is provided.